Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
(B)(4). Per the gore tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore tag® thoracic endoprosthesis may include but are not limited to endoleak and reoperation.

Event description:
On (B)(6) 2017, the patient underwent treatment of a thoracic aneurysm with conformable gore tag® thoracic endoprosthesis (tgu404015j/15801666) and gore excluder® aaa endoprosthesis. There was no endoleak and the patient tolerated the procedure. On (B)(6) 2017, a computed tomography scan revealed a proximal type I endoleak from the tgu404015j. On (B)(6) 2017, the patient underwent treatment of an abdominal aneurysm with gore excluder® aaa endoprostheses. During the procedure, an additional conformable gore tag® thoracic endoprosthesis was implanted inside the tgu404015j to treat the proximal type I endoleak and a post-ballooning was performed. The endoleak was resolved and the patient tolerated the procedure.